Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(4) 2014 at 22:18:39. During night drain cycle five, the patient's ultrafiltration reading was 1274ml, indicating the home patient drained 1274ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.